Event description:
During pre-use check, the unit failed during the pressure transucer test. Replaced inspiratory pressure transducer to correct problem. Performed several preuse checks, and problem never reproduced itself. Unit returned to service.